Manufacturer narrative:
A ge oec svc rep investigated the issue and was unable to duplicate the malfunction. The event log revealed a control panel error, but the error could not be duplicated. The voltages on the sys were checked for spec and isolation transformer assessed to spec with facility power. The power supplies were checked for appropriate voltages. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. No pt was involved as the facility was repairing the sys when the error displayed the malfunction.

Event description:
The ge oec 9800 fluoroscopy sys had the monitors go blank during a procedure. Re-boot of the sys failed. The sys was inoperable.